Manufacturer narrative:
A review of the system logs found that no errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system also found no errors (recoverable or non-recoverable faults) occurred during those procedures. A review of the instrument log found that the following concomitant products were used during the procedure: 30 degree endoscope plus, cadiere forceps, long bipolar grasper, tip-up fenestrated grasper, sureform stapler 60, synchroseal, suction irrigator. All multi-use instruments used in the case have been used in subsequent procedures. A site history review found no complaints have been received for these instruments. Review of the device history records (DHR) found there were no non-conformances identified to be related to the devices used during the event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report was undergoing a robotic thymectomy when they got into bleeding. There are several major vessels in close proximity to the thymus. Which vessel was involved and how the surgeon got into the bleeding was not provided. The case was converted to open but the patient died during the procedure. No other details as to how the injury occurred nor the cause of death were provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection (thymectomy), about 2 hours into the procedure, while the surgeon was dissecting tissue a major vessel was injured and bleeding occurred; the direct cause of the injury is unknown. The intuitive clinical territory associate was informed by the robotics coordinator that blood squirted and covered the endoscope lens, obstructing vision. The procedure was converted to an open procedure to address the bleeding. At some point in time during the procedure the patient coded. The patient expired on the operating room table about one hour into the unspecified interventions. Multiple attempts to obtain additional information have been unsuccessful.